Manufacturer narrative:
Batch review performed on 20-11-2025. Lot 2240130: (B)(4) items manufactured and released on 10-11-2022 expiration date: 2027-10-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 3 weeks from primary the patient came in due to an infection and the pathogen is unknown. The surgeon performed a washout and poly swap. The surgery was completed successfully.